Event description:
The customer reported that there was an overload fault error message during a lithotriptor procedure. The tech rebooted the system and completed the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep tested the system and ordered a 3v lithium battery for the x-ray controller pcb. He cleaned and recommended the hv cables then replaced the 3v lithium battery on x-ray controller pcb. He performed a filament calibration and verified system function by performing tube heat soak test for 15 minutes at 120kv, 0.2ma with no errors. The rep verified system boot and fluoro function. The system operates as intended.